Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a device replacement, externalized conductors were observed. The lead was explanted and replaced. The patient was stable.